Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. A review of the event history log found many downstream occlusion alarms. Functional testing was unable to duplicate the reported problem. The dso sensor and dso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated ¿continually detecting air in line.¿ there was no patient involvement.